Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the operating room for a generator change-out due to normal eri, there was difficult in disconnecting the lead from the device header. It was noted that it seemed as though the set screw might have been stripped. The physician elected to cut the lead at the yoke, and cap and replace the lead during the procedure on (B)(6) 2016. The patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.